Event description:
It was reported that the patient experienced intermittent muscle stimulation at high left ventricular outputs, regardless of lv vector. It was later reported the patient coded approximately ten months later and was externally rescued. "Clinicians had acknowledged that the device had appropriately detected the episode as a monitored vt, according to current programmed settings." Patient coded a 2nd time and clinicians decided to let her go. "Stored episodes show that the patient was in a monitored vt at the time that she coded the first time and an agonal vf rhythm the second time." Reported there is no associated product complaint or any allegation of association between patient death/injury and product performance. Follow up with clinic reported they did not have information as to cause of death or pacemaker dependency. They did report patient had medical history of dilated cardiomyopathy and end stage renal failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced muscle stimulation at high left ventricular (lv) outputs, regardless of lv vector. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing - multiple short v-v sensed events of < 220 ms are observed on the (B)(6) 2011, noted as the date of death. (8 episodes nst, 1 episode vf). Interference/noise - 29 v-sic counts are observed on the (B)(6) 2011, noted as the date of death.

Manufacturer narrative:
Asku

Event description:
It was reported that the patient experienced intermittent muscle stimulation at high left ventricular outputs, regardless of lv vector. It was later reported the patient coded approximately ten months later and was externally rescued. "Clinicians had acknowledged that the device had appropriately detected the episode as a monitored vt, according to current programmed settings." Patient coded a 2nd time and clinicians decided to let her go. "Stored episodes show that the patient was in a monitored vt at the time that she coded the first time and an agonal vf rhythm the second time." Reported there is no associated product complaint or any allegation of association between patient death/injury and product performance. Cause of death has been requested and not received.

Manufacturer narrative:
Asku